Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope bending section rubber glue was found cracked and bending section detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was confirmed. The root cause could not be identified. According to the investigation, the suggested probable causes of the reported issue were traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.